Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with missing segment due to bleeding and cracked lcd glass, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had partial missing segments of the display window. The customer's blood glucose was 125 mg/dl. The insulin pump was dropped or bumped. The anomaly persisted after a battery change. Advised to return the insulin pump for analysis.